Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that there had been a short battery life over the last month and denied damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on with the returned battery cap which was able to be fully tightened. A power loss was not duplicated. The battery compartment was observed to be intact. The current draws were within specifications. The pump was removed from the case and there was no evidence of moisture or loose components inside the pump. The black box dates were from (B)(4) 2014 with no evidence of complaint related alarms observed in this timeframe. There was no evidence of excessive battery usage observed in the current black box.